Event description:
Per the clinic, it was reported that the edge of the actuator was extruded exposing the implant. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 07, 2021.